Event description:
The customer reported that on (B)(6) 2012 at 7:30 pm, when the device was activated, his blood glucose measured 182 mg/dl. He took a 1.5 unit bolus dose of insulin. By 11:28 pm, his bg rose to 270 mg/dl; another 4.0 units of insulin were taken. He could smell insulin during this bolus, so he removed the device. He stated he could see insulin and that he noticed the cannula was bent. He believes it never inserted properly into the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent condition of the cannula. In addition to observing the bent cannula, the customer reported that he smelled insulin during a bolus and was concerned that the cannula had not inserted properly into the infusion site. This condition would interrupt insulin delivery and contributed to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)."